Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. A visual inspection was performed on the returned and found there is tissue buildup on the device jaw. The ptfe pad (teflon pad) was inspected and found to be lifted up, severely worn with small partial splits on the edges in a cross direction, however, no portion suspect to be missing. The grasping section metal was exposed and charred. The gold color insulated cover was found slightly peeling on the edge. Further inspection found char marks on the probe due to thermal damage. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic total hysterectomy procedure, the tip of the device burned. It is unknown if the intended procedure was completed. There was no patient injury reported.